Manufacturer narrative:
The device was presumably discarded based on the "out of the box" comment. The units in this manufacturing batch met all acceptance criteria, and therefore the defect likely occurred during transit. There are no additional pers from this manufacturing batch.

Event description:
On (B)(6) 2020, a 25mm amplatzer pfo occluder was selected for implant. An optical deformation was noted when opening the box. The device was exchanged and replaced with another 25mm amplatzer pfo occluder. There were no complications with the patient and the patient remained stable.

Manufacturer narrative:
Correction: upon review, the amplatzer pfo occluder should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused or could have caused a serious event.